Manufacturer narrative:
The technician investigated and found the caster would continue to swivel after the brake was set. The technician replaced the caster to repair the bed. The technician verified the last preventive maintenance of the bed was 05/2009. The facilities risk management would not release the caster removed from the bed.

Event description:
Alleged the bed moved when the patient leaned on the bed with the brake engaged and the patient fell. The patient was not injured.